Event description:
Painful blisters inside the mouth after one night of using a night guard. Dose or amount: 1 night guard; frequency: 1 time use; route: po. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: bruxism. Event abated after use stopped or dose reduced: yes. Http://prowhiteteeth.com/soft-night-guard-p-9.html.